Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h11: investigation results - the device was not returned for analysis despite good faith efforts; therefore, a technical analysis could not be performed. With all the available information, boston scientific concludes that the reported event of balloon pinhole could not be confirmed. The device was not returned for analysis despite good faith efforts. Without analysis of the actual device, there is a lack of objective evidence, or descriptive conditions of the event required to determine a probable root cause of the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloon devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the distal portion of the esophagus during an esophageal dilation procedure to treat stenosis performed on (B)(6) 2026. During the procedure, a small hole was identified in the balloon. A second balloon of the same type was requested and used; however, the same problem was encountered. The procedure was ultimately completed using a third cre pro wireguided dilatation balloon. There were no patient complications reported due to this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered.